Event description:
The patient reported that she had to have revised hip implant surgery due to implant being the incorrect size. Revision surgery was done two days later on (B)(6) 2011.

Manufacturer narrative:
Additional devices listed in this report: cat # 502-03-54e, lot # mked2r, description: primary tritanium hemi cluster hole cup 54mm. Cat # 623-10-36e, lot # mkhldd, description: trident 10° x3 insert 36mm ID. Cat # 6570-0-236, lot # 36260701, description: delta v-40 ceramic head 36/+5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a meridian stem was reported. Medical review concluded, "the revision of the primary total hip arthroplasty two days post-implantation because of instability and dislocation was likely due to malposition of the components and inadequate tissue tension. There is no evidence that this patient has any clinical problems referable to either the primary or revision prosthetic components." Conclusion: clinician review of the provided records indicated the likely root cause to be related to patient and surgical factors. The investigation found no evidence the event was device related. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
The patient reported that she had to have revised hip implant surgery due to implant being the incorrect size. Revision surgery was done two days later on (B)(6) 2011.